Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist confirmed that the station was online and communicating normally and checked the data sync history for any errors or communication issues. The tss found repeated dns resolution failures, indicating a temporary network outage external to pyxis. No pyxis-related faults, configuration issues, or device errors were detected. Communication resumed and remained stable once the network issue cleared. The issue was resolved, and the station functioned as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating for a couple of days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.